Manufacturer narrative:
The manufacturer previously reported: the manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging "burnt humidifier-based cable" located on the device during the disassembly process. There was no allegation of serious or permanent harm or injury. No medical intervention was required by the patient. A device was returned to a third-party service center. During disassembly, the following unit was identified with a defective part as per document (B)(4), appendix a, affected p/n: (B)(6) humidifier. Service evaluation: issue identified during disassembly process with burnt humidifier base cable. A request was made for the affected unit to be returned to the manufacturer for further investigation. The issue for this device was found during routine maintenance. There were no allegations of particles, harm or injury. Correction to the b5 statement: the manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. Correction to h 7 and 9: the manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer previously reported: the manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging "burnt humidifier-based cable" located on the device during the disassembly process. There was no allegation of serious or permanent harm or injury. No medical intervention was required by the patient. A device was returned to a third-party service center. During disassembly, the following unit was identified with a defective part as per document (B)(4), appendix a, affected p/n: 1099563 humidifier. Service evaluation: issue identified during disassembly process with burnt humidifier base cable. A request was made for the affected unit to be returned to the manufacturer for further investigation. The issue for this device was found during routine maintenance. There were no allegations of particles, harm or injury. Correction to the b5 statement: the manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete. New information: using a known good power supply and power cord, pil was able to confirm that the device powers on and provides airflow. Pil used a known good humidifier due to the customers was not returned and verified that the heater plate did not heat up during therapy. There were no errors logged. Care orchestrator data shows a compliance rate of 100%. During the investigation, pil observed what appeared to be slices on the exterior bottom of the device on the bottom enclosure. An unknown dust contaminant was observed inside the air inlet, suggesting the patient did not use a filter. The interior of the top enclosure was observed to have an unknown dust contaminant and what appeared to be cobwebs attached to it. The top enclosure was also observed to have what appeared to be a melted spot on it. A heavy amount of an unknown dust contaminant was observed on the top of the pca. The humidifier cable harness was found to have melted and burnt marks around pin 5 of it. The j9 of the pca where the harness connects to was observed to have a corrosion on it, likely due to thermal damage to the harness. The wire going into pin 5 of the cable was observed to be heavily burnt, and had exposed wiring. The top of the blower box was observed to have a heavy amount of an unknown dust contaminant on it, along with what appeared to have been cobwebs. The blower box screws were observed to have an unknown type of corrosion to them. A heavy amount of an unknown dust contaminant was also observed inside the top of the blower box, on the top of the blower, on the blower seal, and bottom of the blower box. The right-side panel was heavily contaminated with what appeared to be hair-like particles inside of it and proceeding into the blower itself. These hair-like particles were also observed on the blower and blower box. Upon opening the blower, an observation was made of a heavy amount of hair-like fibers attached to the side of the blower, and a heavy amount of an unknown dust contaminant on the inside of the top of the blower. This observation confirms there was debris in the airpath. The bottom side of the blower box was observed to have a heavy amount of an unknown dust contaminant and hair-like fibers on it, as well as on the sound abatement foam, inlet seal, bottom enclosure. Further investigation of the humidifier cable harness was done using the ohms function of a fluke multimeter (ID: (B)(4), caldue: 24aug2024), and it was determined that pin 5 of the cable harness that connects to j9 of the pca is intermittent. Pil used as known good humidifier cable to show that the cable returned with the device was defective, which potentially could have been drawing too much current which caused the thermal issue to the wire harness and pca.

Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging "burnt humidifier-based cable" located on the device during the disassembly process. There was no allegation of serious or permanent harm or injury. No medical intervention was required by the patient. A device was returned to a third-party service center. During disassembly, the following unit was identified with a defective part as per document fc (B)(4), appendix a, affected p/n: 1099563 humidifier. Service evaluation: issue identified during disassembly process with burnt humidifier base cable. A request was made for the affected unit to be returned to the manufacturer for further investigation. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.